Event description:
Used (B)(6) fasciablaster. My blood results had five abnormal results in cbc (many of which mirrors others using fasciablaster). My previously settled multi nodule thyroid went hyper. I've got loose saggy skin and cellulite all over my body plus pudgy fat on stomach that I've never had before!